Event description:
On (B)(6) 2013, the reporter stated that on an unk date, the needle broke off during the injection in the abdomen. An x-ray was performed. On (B)(6) 2013, the needle was surgical removed. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Device history review was conducted and no anomalies noted.